Event description:
The following article was received based on literature review. Article: baerveldt-350 with 3-0 prolene ripcord to minimize hypotony-associated complications after spontaneous ligature dissolution this single-center, noncontrolled, retrospective case series was done to describe the technique and demonstrate the utility and outcomes of using a thick 3-0 prolene ripcord in the lumen of a baerveldt-350 aqueous shunt until after the ligature suture dissolves. A total of 50 patients (n=50 eyes) were included, which underwent concurrent cataract surgery (n=23 eyes) and that were pseudophakic (n=27 eyes). Baerveldt-350 glaucoma implant (bgi-350) (johnson & johnson surgical vision) and 3-0 prolene (ethicon, inc) ripcord suture were used in the procedures. Postoperatively, subgroups were identified as immediate ripcord removal after spontaneous ligature dissolution (n=26 eyes), delayed ripcord removal (n=19 eyes), and no ripcord removal (n=5 eyes). One of those in the no ripcord removal subgroup was lost to follow-up. Events included: delayed ripcord removal subgroup: intraocular pressure (iop) of 6.9 ± 1.7 mmhg (n=15) excessive anterior chamber (ac) inflammation (n=1 eye) so the frequency of topical steroids was increased. Slight ac shallowing (n=1 eye) since the patient forgot to stop oral carbonic anhydrase inhibitor until the postoperative week 6 (pow6) visit, which resolved with cessation of the oral carbonic anhydrase inhibitor. Dramatic ac shallowing and nonappositional suprachoroidal hemorrhage (n=1 eye) because of inadvertent early ligature dissolution at pow4.5; the suprachoroidal hemorrhage resolved with medical therapy, and the patient¿s visual acuity returned to baseline. Other jnj products were mentioned but no complaints were reported against them." A copy of the article is provided with this report.

Manufacturer narrative:
Section a-2 patient age: years - mean (±sd): 69.5 (±12.3) section a-3a patient sex: # patients (%total): female - 27 (54%) and male 23 (46%) section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: # patients (%total): black 46 (92%), white 01 (2.0%), asian 01 (2.0%), and >1 race 02 (4.0%) section b-3: date of event: 10-jul-2023 (date article was accepted). Section d-4 model number: unknown, as the serial number was not provided, only provided as baerveldt-350. Section d-4 catalog number: unknown as device serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6a date implanted: unknown/asked information was not provided. Section d-6b date explanted: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Section h-6 health effect - impact code: 4644 medical intervention, 4644 topical steroids. Section h-6 health effect - clinical code: 4581 shallowing or collapsing of the anterior chamber. Citation: wang, j., chun, ly., qiu, m.(2024). Baerveldt-350 with 3-0 prolene ripcord to minimize hypotony-associated complications after spontaneous ligature dissolution. Ophthalmology glaucoma 7(1), pp. 93-100. Doi https://doi.org/10.1016/j.ogla.2023.07.005. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Show less